Manufacturer narrative:
The batteries associated with the event will not be returned for evaluation. No associated battery serial numbers were provided. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller and batteries are creating power switching. The units were replaced from stock and exchanged. There was no impact to the patient. The batteries associated with the event will not be returned for evaluation. No associated battery serial numbers were provided.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Log file analysis revealed additional batteries involved in power switching incidental findings. Additional devices added for this event: batteries: (B)(4), catalog# :1650de, exp. Date: 09/30/2015. (B)(4), catalog#: 1650de, exp. Date: 07/31/2015. (B)(4), catalog#: 1650de, exp. Date: 06/30/2015. (B)(4), catalog#: 1650de, exp. Date: 06/30/2015. (B)(4), catalog#: 1650de, exp. Date: 11/30/2014. (B)(4), catalog#: 1650de, exp. Date: 11/30/2014. (B)(4), catalog#: 1650de, exp. Date: 11/30/2014. For all batteries: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Bat200743: catalog# 1650de exp. Date: 09/30/2015. (B)(4). Bat053962: device manufacture date: 07/31/2014. (B)(4). Bat051928: device available for evaluation? 07/10/2017. Device manufacture date: 06/30/2014. (B)(4). Bat051180 : device available for evaluation? 07/13/2017. Device manufacture date: 06/30/2014. (B)(4). Bat043539: device manufacture date: 11/30/2013. (B)(4). Bat043535: device available for evaluation? 7/13/2017. Device manufacture date: 11-30-2013. (B)(4). Bat043318: device available for evaluation? 7/14/2017. Device manufacture date: 11-30-2013. (B)(4). It was reported that the patient was experiencing premature power switching events. The controller (con189778) and four batteries (bat051928, bat043318, bat043535, bat051180) were returned for evaluation. Two batteries (bat043539, bat053962) were not returned for analysis. The battery, bat200743, was initially received as a product exchange device and was subsequently disposed of and unavailable for evaluation. A review of the bat043539, bat053962 and bat200743's manufacturing documentation confirmed that the associated batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller involved in the reported event did not contain the smr upgrade. Log file analysis revealed several premature power switching events due to a communication error involving bat043318, bat043535, bat043539, bat051180, bat051928, bat053962 and bat200743. Additionally, a review of the alarm log files revealed a critical battery alarm on 04/06/2016, where bat043539 went from a high relative state of charge (rsoc) to 0% rsoc; this is indicative of a communication error between the controller and battery. Failure analysis of the returned controller and batteries revealed that the units passed visual inspection and functional testing. The connection between the controller and batteries were stable. Bat043539 and bat053962 involved in premature power switching contained lishen cells within the battery pack; however, failure analysis was not performed as the batteries were not returned for analysis. Based on the results of internal investigation, the investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. As part of fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. As a result, the most likely root cause of the reported event can be attributed to a communication error between the controller and batteries and/or lishen batteries with the potential to malfunction due to faulty internal cell pairs. Internal investigation is evaluating the communication errors and faulty internal cell pairs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.